Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to a leak in the cuff. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the procedure and patient were reported to be good.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to a leak in the cuff. A patient outcome was not reported.